Event description:
Pt in ed for hydration. An IV was inserted into patient's right hand. There was a flash of blood and the needle was retracted keeping the catheter and hub in place to draw blood. The syringe was attached to the hub and blood was seeping out at the insertion site. 3ml of blood was drawn into the syringe. The syringe was disconnected and when the nurse went to complete the saline flush it was determined that there was only a small piece of catheter attached to the hub. The catheter was removed from the patient. A physician examined the patient and determined that there was no foreign body retained in the patient's hand. There was no patient harm.